Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient carrying case is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the carrying case can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the carrying case is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
A report was received stating that the patient's carrying case waist strap doesn't stay fastened with velcro to the pack, making it unsecured. The patient stated that the waist pack does not feel good and prefers a carrying case. The carrying case was exchanged successfully with no effect on the patient. No further information was received.

Manufacturer narrative:
It was reported that the patient's pack waist strap does not stay fastened with velcro to the pack. The waist strap was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. As a result, the reported event could not be confirmed as the patient's pack waist strap would stay fastened with the velcro. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.